Event description:
Device involved was a braun contiplex tuohy continuous nerve block set. Pt had to come back to hospital because her perineural catheter broke. The manufacturer was contacted to report problem. They have not received any other complaints with the catheter breaking but took the information from the psqi (patient safety and quality improvement) report and will monitor any future complaints.